Event description:
A (B)(6) woman with history of bilateral breast augmentation with silicone gel implants. Original implants done in 1985 right implant replaced in 1991. Now presents with bilateral intracapsular rupture of silicone gel implants and right capsular mass. Now being replaced with saline implants.